Manufacturer narrative:
This report is for unknown schanz screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a proximal half pin broke at the thread junction and a proximal half pin broke at the attachment point of near the ring. There was an issue with the unknown circular fixation device. The patient was 50% weight-bearing. Patient status is unknown. This report is for unknown schanz screws. This is report 1 of 2 for (B)(4).